Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-feb-2022, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 17-sep-2020, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) dislodged into the atrium after the delivery system (ds) tether was cut and pulled out. It was further reported that the leadless ipg exhibited non-capture. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.